Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event during sleep while using the ilet system, with no reported contributory factors such as recent exercise, meal announcement, medication changes, or device setting changes. Symptoms included hypoglycemia. Outcomes included no need for third-party medical assistance and no adverse event. Troubleshooting and education were completed with the user. Investigation included a review of available use history and user-reported information. Investigation of this case revealed no device malfunction reported and no contributory user actions identified. It was concluded that the cause of the hypoglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.